Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue as programmer booted to black screen with no backlight on. Detailed inspection identified an internal electrical component that had shorted out and melted resulting in the reported clinical observations. Additionally, strip chart recorder (scr) has cuts in roller from removing paper jam. Following repair of the unit, this programmer operated as expected. The manufacture date for this product is january 5, 2010.

Event description:
Boston scientific received information that this programmer booted to black screen. The programmer was returned for replacement. No patient involvement was reported.